Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after an infusion site change while using the ilet bionic pancreas, with glucose remaining in the mid-200 mg/dl range despite automated insulin delivery and without food intake for part of the period; the user later self-administered 4 units of subcutaneous rapid-acting insulin, disconnected from the device per guidance for two hours after injection, and subsequently reported a glucose of 156 mg/dl. Symptoms included elevated blood glucose. Outcomes included use of backup insulin and no medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed no identifiable device malfunction and that stress or recent hospitalization could contribute to elevated glucose. It was concluded that the cause of the hyperglycemia was unclear and that device performance was not confirmed to be contributory.